Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the screen on the pump is blank with some discoloration was confirmed. It was found during evaluation that the lcd of the display pcb was broken. There were also minor scratches on the device identified during decontamination. The repair of the device was however declined as it was not required for pool use and was placed into long-term hold. User mishandling of the device or a probable fall is responsible for the broken lcd screen and the minor scratches on the unit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the screen on the 4590 fms solo irrigation pump -ns pump device was blank with some discoloration. During in-house engineering evaluation, it was determined that the lcd of the display pcb on the device was broken. There were no adverse patient consequences reported. No additional information was provided.